Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that the device was in backup. The root cause of the backup operation could not be determined. The device operated according to specifications during failure analysis.

Event description:
It was reported that the implantable cardiac monitor exhibited backup vvi operation in the box. The device was not implanted.

Manufacturer narrative:
(B)(6). Device evaluation anticipated, but not yet begun.